Event description:
Tech alleged the foot end had no brakes.

Manufacturer narrative:
Tech replaced the brake linkage to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.